Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed the battery indicator symbol whilst attempting to obtain a blood glucose reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2019, 3:00 pm. The patient manages his diabetes with insulin (self-adjuster) ¿novolog 50 - 80 units 3 x daily¿ and reported that at 5:00 pm that day he took 50units of novolog in response to the unspecified result he obtained on the subject meter. The patient reported that on (B)(6) 2019 at 10:am, he developed the symptoms of ¿sweaty and weak¿. Which he claims was the result of the alleged product issue. The patient reported that at 10:30 am he self-treated with food ¿ate a candy bar¿. The patient denied that he obtained a blood glucose result on another device. At the time of troubleshooting, the cca noted that it was not the first time the meter was being used and based on the information provided there had been no misuse of the product and the battery did not require to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.